Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller will not charge from the ac power cord. Patient stated they saw medtronic representative today and representative told patient to call pats to get the ac power cord replaced. Patient mentioned that the connection with the ac power cord is very loose. Patient service specialist had patient take the li battery out of the controller and connect the controller to ac power. Patient verified the green light is on the ac power cord and the controller does not power up. Patient reported the port where the cord connects to the controller is loose and the cord almost falls out.

Manufacturer narrative:
H3: analysis of the ptm (s/n (B)(6)) revealed broken/damaged pins on rtm connector. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Screw holes stripped causing slight case separation. There was also broken/cracked rtm/power connector support. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.